Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that d5ns was infusing at 150 ml/hr, the nurse went into the room, and there was an unspecified pump alarm. Upon investigation they saw a bulge in the silicone segment, at the connection to the upper fitment. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.